Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: unknown, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the patient mentioned they received a new controller and on (B)(6) 2020 they received a software problem: 1- intellis; 2 -3.0; 3-243; 4-qf - port. The patient stated the screen came up once they charged the ins to 100% and was ending the charge session. The patient reset the controller which resolved the software problem. The patient stated the ins charge was down to 90% despite having charged the ins to 100% earlier and the ins was not being turned on. The patient was able to use controller as intended, troubleshooting resolved the reported issue. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 97745, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the circumstances that led to the ins charge being down to 90% charged was that the patient saw screen 99 software problem after the ins was charged to 100%. The patient stated that they called the service center and was told to reset the controller to unfreeze the screen, and then the patient recharged their unit. No further information was reported.